Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600+ mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was in a nursing home and is currently in assisted living. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot. The insulin pump was not returned for analysis.